Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed, which located on q2no. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple half height cubie pockets failed and were missing from the medication application configuration. A field service engineer reseated the row board cable connections, reseated all cubie trays and pockets, and successfully tested and recovered all drawers and pockets. The system functioned as intended after the field service engineer repaired the device.